Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle liber reader was reviewed and the DHR showed the freestyle libre reader passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the sides of their freestyle libe reader had visible smoke coming out of it and the bottom of the screen near the button had burns. There was no report of death, serious injury, or mistreatment associated with this event.